Event description:
Complaint is reported as: the customer alleges that two parts of the filter housing are not sticking together. No report of patient injury.

Manufacturer narrative:
The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.